Event description:
Customer reported the catheter gets blocked during surgery. The fluid could no longer run through the catheter.

Manufacturer narrative:
Based on the available information, the event is deemed a reportable malfunction because a defective catheter may lead to leakage of urine from the device which can pose the risk of contamination (with resultant infection) to the pts using the device. It is expected that the device will be removed by a health care professional and replaced with a new one. An analysis on the retained sample showed that it met specification. The product passed the test with reverse flow rate of 90 ml/min whilst drainage test was 18.4 seconds and both results are considered acceptable as per lab test criteria. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. No additional pt/event details have been provided to date. Note: the actual date of event is unknown, so the date used was the date convatec became aware.